Event description:
Report received indicated there was difficulty retracting the cannula within the outback re-entry catheter during device preparation. The intended procedure was a percutaneous transluminal angioplasty (pta) to a chronic total occlusion (cto) lesion. The device was not use in the patient thus no adverse event.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.